Manufacturer narrative:
(B)(4).

Event description:
Dexcom was made aware on (B)(4) 2017 that on (B)(6) 2017 the receiver had intermittent vibration. No additional event or patient information is available. The receiver has been received for evaluation. A follow-up report will be submitted once the evaluation is complete.

Manufacturer narrative:
(B)(4).

Event description:
The complaint device was returned for evaluation. The device was visually inspected and no defect was found. The receiver failed to boot and charge. The receiver turn on with system check passed.the receiver download found no errors . Performed "try it" test and drop test for intermittency vibration: passed. The receiver functional test: passed all relevant testing. The customer's complaint was not confirmed for receiver intermittent vibration due to receiver passed tests. The reported event of a an intermittent vibration was not confirmed. A root cause could not be determined.